Manufacturer narrative:
(B)(4).

Event description:
It was reported during follow-up, the patient had several episodes of non-sustained rv oversensing. It appears to be related to post-paced t-wave oversensing. No adverse consequences were reported. The patient condition is stable.